Event description:
Info received indicates the head up function is not working on the bed.

Manufacturer narrative:
The tech isolated the issue to a defective head hydraulic valve. He replaced the valve cartridge to repair the bed.